Manufacturer narrative:
H6: investigation summary: four open 32g x 4mm pen needle samples and four photos were returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on the returned samples and photos and a bent non patient end of cannula was observed on one sample and a broken non patient of cannula was observed on two samples. A clog test as per q-sop-183-dl was carried out on the remaining one sample and no issues were observed. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that 4 bd micro-fine¿ pro pen needles were clogged during the priming process. The following information was provided by the initial reporter, translated from japanese: "according to the customer's report, the drug solution did not come out upon priming."

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone#: unknown. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 4 bd micro-fine¿ pro pen needles were clogged during the priming process. The following information was provided by the initial reporter, translated from japanese: "according to the customer's report, the drug solution did not come out upon priming."